Manufacturer narrative:
Method: the complaint device was not returned and no lot number was provided. Results: one potential contributing factor in this situation may be due to improper fitting of the rt040 full face mask onto the patient. Conclusions: fisher & paykel healthcare marketing is actively developing an improved in-service program to address the potential for improper fitting. This program will be implanted shortly. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%.

Event description:
A hospital reported to our distributor that the clear plastic of the rt040l full face mask came apart from the piece that fits around the face. We have interpreted this as the seal of the rt040l full face mask detached from the mask base. No patient injury was reported.